Event description:
The patient reported experiencing extreme hyperglycemia after using an off-label insulin, asparte, which led to a visit to the emergency room. The patient did not request additional follow-up or troubleshooting assistance from technical support and declined further action.